Event description:
Procedure performed: myomectomy (da vinci sp surgical system). Event description: this unit was used with an irrigation/suction instrument and surgical gauze during the procedure. At the end of the procedure, after the instrument was withdrawn from the sleeve, the transparent white valve was found to have become detached from the device. Please refer to the attached photograph. After the device was returned, our sales representative performed a functional check at our office. The detached valve was placed back into the opening at the top of the sleeve. When an instrument was inserted through the sleeve, the transparent white valve became lodged inside the sleeve and could not be retrieved. This information is provided for your investigation. There is no impact to patient. Additional information provided by [distributor] on 06jul2026: the procedure was nearly completed at the time the issue was identified. Therefore, no corrective action was taken, and the device was simply removed from the surgical site. A suction/irrigation instrument and surgical gauze were introduced through the sleeve to wipe blood from the surgical field. No, the component did not fall into the abdominal cavity. No other damage to the gelseal cap was observed. Type of intervention: ni. Patient status: fine.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A final report will be provided upon completion of the investigation.